Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a blank display, which could impact the delivery for therapy. There was no reported pt impact.